Manufacturer narrative:
The device is reported to be available for evaluation, however, it is not yet received.

Event description:
The event involved a spiros¿ closed male luer w/red cap, 10 units where the customer reported that the device sometimes does not fully accessing the clave and prevents flow. There was unknown patient involvement, unknown delay in therapy, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The reported complaint of no flow could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot received for a device history review (DHR) review. D9 - device available for evaluation: no.